Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
On an unknown date, after the patient self-injected into abdomen, he/ she noticed that the needle was gone. He/ she went to see a doctor and an x-ray was taken but the needle was not found in the patient's body. No medical attention was sought at this time. No further information is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.